Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system after announcing a larger-than-actual meal, with continuous glucose readings as low as 46 mg/dl and capillary confirmation at 53 mg/dl, despite the device suspending insulin delivery. Symptoms included hypoglycemia. Outcomes included self-treatment at home using oral carbohydrates and resolution to readings in the 70¿80 mg/dl range, without emergency care or hospitalization. Investigation included review of device-reported insulin suspension and user guidance on hypoglycemia treatment. Investigation of this case revealed user-initiated overestimation of meal size likely contributed to insulin-on-board and subsequent hypoglycemia, with no evidence of device malfunction. It was concluded that the event was consistent with hypoglycemia related to meal announcement error and that the device operated as designed by suspending insulin and alarming. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.